Event description:
Related manufacturer report numbers: 2916596-2023-04366 and 2916596-2023-07089.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The modular cable (lot number: 183276) was returned for analysis. The modular cable was connected to the manufacturing test and did not pass. The modular cable was connected and functionally tested with a test heartmate 3 system controller in the labs at abbott and driveline power fault alarms activated. The modular cable was stripped to inspect the condition of the underlying layers, and multiple wires were found to be damaged. No further testing was conducted. Additional information provided on (B)(6) 2023 stated that there were no patient consequences, and that the alarms resolved following the exchange. The root cause of the reported event was conclusively determined to be caused by damaged wires. The device history records were reviewed for the modular cable (lot number: 183276) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during an outpatient follow-up visit, on (B)(6) 2023, a driveline power fault occurred. The modular cable was exchanged as treatment for the alarm.